Event description:
It was reported the catheter ruptured during onyx injection. As a results, onyx embolized the internal carotid artery. No complications were reported to have occurred with the patient as a result of this event. Same event as MDR# 2029214-2008-00174

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it was consumed in the event.